Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-03329. It was reported the patient experienced a change in stimulation approximately a month prior to his surgical procedure (exact date unknown). The patient underwent surgical intervention on (B)(6) 2016 to explant the two leads and implant one new lead as the leads had migrated. The patient is receiving effective stimulation.